Event description:
Rn started the IV with a 20 qauge bd nexiva IV start kit just above the patient's left wrist. Before I hooked it up to the primary bag tubing and the patient, a few drops of blood was noticed on the tubing connected to the hub. There was a tiny hole there which was dripping blood. I removed the IV, and checked the next kit before I started the IV. There was a visible hole in the tubing in that one as well. I had to use a different type IV that is now connected and infusing well.